Event description:
It was reported that during a case a rod broke while bending it with the french bender. **update** per email correspondence with the sales rep, it was reported that "the doctor is okay, just frustrated"

Manufacturer narrative:
Method: risk assessment; results: the rep confirmed that there was reverse bending of the rod performed, laser were facing away from the bender, rod broke on the superior end of the rod, long sweeping bend was being performed, rod was not retrieved. Stg states: to contour the rod, a series of small incremental adjustments will bend the rod gradually and help ensure even stress distribution on the rod...do not contour a bent rod in the opposite direction; bending and unbending the rod." Conclusion: the most likely cause of the fracture is too acute bending and rebending of the rod as advised against in the stg.

Event description:
It was reported that during a case, a rod broke while bending it with the french bender. Update: per email correspondence with the sales rep, it was reported that "the doctor is okay, just frustrated."